Event description:
Additional information received reported that the reporter was not informed of any occurrences of pocket fill or hospitalizations following implant on (B)(6).

Event description:
It was later reported that the pocket fill occurred on (B)(6) 2013. The patient was not going to have her pump refilled as of the day of the report as she was having some other medical issues including some shortness of breath and some seizures. The hcp developed a plan for managing the patient in the future. The hcp was to speak with the patient to see if she would allow preservative-free saline to be put in the pump to protect it. By doing this the hcp hoped to check the pump to see if there was any residual volume, protect the pump, build confidence by performing another pump refill with the patient, and reset the pump so that it would stop alarming. The hcp hoped to eventually have the patient back on intrathecal medication. It was later reported that the pump alarm had triggered before its regular scheduled refill. The patient was experienced withdrawals at that time and was forced to approach her private medical provider before the scheduled refill. The visit then resulted in the patient¿s hospitalization into ICU. The patient remained in the ICU for 3 days.

Event description:
Additional information was received. It was reported that the healthcare provider (hcp) had requested training for their nurses, from the pump manufacturer, on the correct refill procedure. The training was to take place on (B)(6). It was stated that the hcp had overdosed the patient, nearly killing her. It was also stated that the patient was having seizures at home, though the reporter was not sure if it was related to the pump. The pump was empty at the time of report and wouldn¿t be refilled until the refill training took place. It was also stated that the physician did not want to write any orders for the medication refill for the patient because of the seizures. The nurse had programmed something into the reservoir volume to stop the pump alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse had difficulty filling the pump resulting in a pocket fill during a normal refill procedure. This was the patient¿s second refill. The patient required hospitalization and medical intervention. The patient experienced a ¿funny¿ feeling, bradycardia and was arousable with stimulation. In addition, the patient experienced overdose symptoms of an altered mental status and shallow respirations. The patient¿s symptoms had started shortly after the refill. The physician aspirated 20cc of medicine from the pocket. The pump reportedly was not ¿accessed¿ nor was the pump turned down to minimum rate. The physician wanted to wait 24 hours before the pump was accessed or changed. The patient was administered narcan in the office and was transferred to the hospital. This device system delivered morphine, bupivacaine, and clonidine. It was further reported that the patient experienced a burning sensation in the pocket area during the refill and so the refill was stopped. The needle was checked and tried again and the patient felt the burning sensation again. Reportedly, the caller noted that it felt as though the needle moved and then appeared to have gone in completely up to the hub. The patient also experienced somnolence. The reporter originally did get bubbles when filling, but not drug, however the pump had gone empty, so this was not a surprise to her. There was also report that the pump started alarming sooner than anticipated, but there were no details surrounding that or what date it was thought to have alarmed. The reporter had just learned after this incidence about the recommendation to inject 5 milliliters of drug and then pull back. The patient was now stable at this point but still bradycardic and sleepy. The reporter was going to aspirate the reservoir on the date of the call to verify the volume in the pump and then update the programmed reservoir volume to match. A refill kit was not available and the reporter did not want to wait for one as they wanted to know how much drug the patient may have received. The reporter did have a huber-type needle but thought maybe only a 20 gauge needle. It was further reported that the daily doses were not known. Reportedly the patient was in intensive care unit and being held for observation. It was not known if the patient was to continue therapy. Further yet, the patient expressed concern for the care she received and the training those involved received in regards to the management and refill of her pump. Reportedly this patient had been experiencing withdrawals prior to the recent pump refill incident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their pump had been empty since (B)(6) 2013 because the local provider overdosed them. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 regarding the patient's intrathecal drug delivery pump for chronic pain. It was reported that the patient's pump has been empty since 2013, due to an overdose made by the nurses. The patient inquired whether the pump was still viable or if it will need to be replaced. A request was made for listings of doctors who specialize or perform intrathecal pump replacements and refills. No further complications were reported/anticipated.